Manufacturer narrative:
510k: this report is for an unknown bone staple/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there have been some postoperative collapses with the bme staples and one broken staple postoperatively. The sales consultant thought there may be two or three patients involved. The sales consultant is following up with the surgeon for additional information. This is for an unknown bone staple. This is report 2 of 2 for (B)(4).